Event description:
It was reported that during implant the lead was withdrawn back through the sheath and ¿got hung up¿. It was further reported that once the lead was removed, the proximal section of the superior vena cava coil appeared to be starting to separate. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. (B)(4).